Event description:
Information received indicates the right siderail will not latch due to a broken weld on the pivots.

Manufacturer narrative:
A new siderail was sent to the facility to repair the bed.